Event description:
It was reported that implantation of an impella pump could not be completed as the introducer could not advance into the patient on either the right or left side. The patient had significant calcification and stenosis. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information provided in h6 and h11. Investigation determined that the subject device for this complaint is the introducer, not the pump as initially reported. MDR 1220648-2026-03881 was created under the assumption that the pump was involved; however, subsequent review confirmed that there is no complaint associated with the pump. A supplemental MDR is being submitted to retract the information previously reported under MDR 1220648-2026-03881. The introducer complaint has been consolidated under MDR 1220648-2026-01441, which contains the original documentation of the event.